Event description:
Allegedly, on or about (B)(6) 2014 patient had a profemur total hip system implanted in her right hip. On or about (B)(6) 2019 patient reported for revision surgery due to elevated cobal and chromiun levels, pain and evidence of a pseudotumor. Patient's first revision was necessary because the device failed due to corrosion at the neck-stem junction. It was discovered corrosion of the profemur cocr modular neck where it seated in the pocket of the modular stem. The implanted neck and head were revised. After the revision surgery patient reported at least 3 dislocations. The previous events were captured under microport orthopedics group number: 20060165. Additional information received (B)(6) 2022: allegedly, on or about (B)(6) 2021, patient reporter for a revision surgery of the right total hip arthoplasty, revision of both the acetabular and femoral components. Surgeon recommended this second revision surgery due to recurrent instability with dislocations. During revision surgery, surgeon determined the only way to safely remove the modular stem was to perform an extended trochanteric osteotomy(eto), which required four dall miles cables with the use of a 240 mm revision stem. First revision surgery was necessary due to the failure of the profemur total hip system causing metal wear debris and corrosion, elevated metals ions and pseudotumor, the need for second revision surgery, soft tissue damage and loss, along with weakening of the hip joint resulting in frequent dislocations and recurrent instability. It is important to realize that the stem, cup, and liner were implanted during patient's original surgery which occurred on (B)(6) 2014. These 3 components have been revised on (B)(6) 2021 along with the neck and head implanted on (B)(6) 2019.